Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment in an elderly patient with advanced heart disease and severely calcified arteries in a last attempt to open the left anterior descending artery. Prior to the procedure an impella device was placed in the patient. Multiple attempts with balloons were made to cross the proximal side of the lad, but were unsuccessful, and the oad was selected for treatment. The oad was operated on low speed for a few treatment passes. A vessel perforation was identified on the distal left main artery, extending to the proximal side of the lad. Stent placement was performed, and cardiopulmonary resuscitation was administered via a lucas device, however the patient expired. Per the opinion of the physician, the cause of death was the perforation and inability to perfuse the left side of the heart.